Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A piece of the impactor chipped off.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the nylon impaction head component has chipped. The instrument exhibits signs of heavy usage. The 966385 sp*2 poly tib comp impactor is designed to have the 966388 tib tray impactor celcon replacement component replaced after heavy usage/impacts. The root cause is attributed to product wear out through normal use and servicing. Based on the investigation findings of product wear out through normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.